Event description:
It was reported that an unknown alarm was noticed in a flogard infusion pump. It is unknown when the reported condition was occurred. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the low battery alarm, confirming the reported condition. No defect was observed during visual inspection. Alarm code 50 was noticed during power on self-test. The assignable cause for the reported condition was determined to be inoperative cpu boar. The device was swapped to resolve the reported problem. No further action was required. Should additional relevant information become available, a supplemental report will be submitted.